Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot 217481154 was returned and analyzed. Visual inspection showed that the tip/loop section was also damaged and the pebax was missed on the end of the loop. The electrodes were displaced and one of the electrodes was missing. In conclusion, the mapping catheter failed the returned product inspection due to the damaged loop and missing electrode. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.